Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found that one lead had high impedances. In turn, surgical intervention may take place to address the issue. Note: investigation did not determine which lead had high impedance.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 3 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3186, UDI: (B)(4), serial: n/a, batch: 2743951. Common device name: scs quattrode percutaneous lead, model: 3143, UDI: (B)(4), serial: n/a, batch: 176047.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein all of the leads were explanted and replaced with one lead. Postoperatively, the patient has effective therapy.